Event description:
This case was reported by a consumer and described the occurrence of tongue numbness in a (B)(6) female pt who received super poligrip original denture adhesive cream and super poligrip extra care with poliseal for denture adhesion. A physician or other health care professional has not verified this report. On an unk date(s), the pt started the formulations of super poligrip. At an unk time after starting super poligrip, the pt experienced tongue numbness, taste absent, loss of smell, cramp of limb, leg cramps, arm pain, leg pain, confusion, stiff neck and numbness in hand. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4). While the lot numbers for these products is known, it is not known whether the products will be returned for quality assurance testing. (B)(4).

Manufacturer narrative:
Add'l lot #: x09284.